Event description:
The user facility reported that their hexalux ceiling-mounted surgical light detached and fell from the ceiling. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. During the technician's inspection, he found that the slotted cone component, which supports the connection between the spring arm and drop tube, was missing. As a result, the other components had come loose, resulting in the reported event. The technician repaired the hexalux surgical light and confirmed all components were present and properly installed. The lighting system was returned to service. No additional issues have been reported.